Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited backup vvi operation. The patient¿s condition was good. The asymptomatic patient presented in the clinic for further evaluation. After device download, normal function resumed. The patient will continue to be monitored.